Event description:
During the atrial tachycardia procedure, irrigation flow issues resulted in a procedural delay. It was not possible to flush the ablation catheter. The flow seemed fine prior to connecting the catheter, but once the catheter was connected it was limited. Exchanging the catheter and tubing set did not resolve the issue. The cool point pump was replaced which improved the flow rate and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One cool point irrigation pump was received for complaint evaluation. The pump passed the self-start-up test. During the functional testing fluid flowed through the tubing set with no functional anomalies noted. During the priming of the pump, the flow rate was measured 36.12 ml/min, which is the lower than the actual priming flow rate 60ml/min of the pump. During the functional testing no audio beep sound was heard.